Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Additional (B)(4).

Event description:
On (B)(6) 2017, the reported contacted animas alleging that the patient experienced a blood glucose of 250 mg/dl with moderate ketones, polydipsia and polyuria associated with an alleged battery life with damage issue. Reportedly, the patient discontinued pump therapy but did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the patient mother stated that new lithium batteries were inserted into the pump but the pump power did not last more than 5 minutes causing the patient¿s bg to rise. It was also noted that the battery cap top was worn. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged battery life with damage issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jan-2018 with the following findings: during investigation, the black box showed unexplained pump reboots and partially discharged battery being installed resulting in a "replace battery" alarm. It was noted that there was a "replace" cartridge alarm recorded followed by a pump reboot. The pump was powered back on. The battery compartment was found to be cracked. The returned battery cap had a worn top but was able to fully attach to the pump and power on. The current draws were within specification. A "battery life" issue was not duplicated during testing. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range.